Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the administration tubing of a large volume infusor was separated from the device. This issue was observed prior to patient use. There was no patient involvement. No additional is available.

Manufacturer narrative:
H4: the device was manufactured from september 23, 2021 - september 24, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection showed the tube set had separated from the solvent-bonded junction of the stressmember. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.